Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the emergency room with shortness of breath. Interrogation showed the patient had complete heart block and the lead had t-wave oversensing (twos) resulting in marked bradycardia and an increase in ventricular pacing. The patient had prolonged hospitalization. The lead was reprogrammed and later replaced. The patient was a participant in the system longevity study clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
Furthermore, the lead was replaced due to a suspected fracture or insulation breach.